Event description:
It was reported that a balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon was advanced to dilate the target lesion, but would not pressurize. It was noted that the balloon was unable to go beyond 2 atmospheres of pressure. It had been inflated on fluoro, but did not pressurize. The balloon was removed from the patient and was inflated with a 20ml syringe of saline. The balloon inflated, but a fine jet was seen coming out at the bottom of the balloon where the balloon joins with the catheter (furthest from the tip). The procedure was completed and no patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: the day of the event is unknown. Bsc became aware of the event on 24 september 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device evaluated by MFR: a mustang balloon was returned for analysis. A visual examination identified that the balloon was subjected to positive pressure. Contrast media was noted to be within the balloon. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure of 14 atmospheres for 30 seconds. A vacuum was then applied, and the device deflated within 10 seconds, which is within the deflation time of less than 60 seconds as per mustang specification. No issues were noted on deflation. The inflation device was verified at 14 atmospheres, before and after use. This inflation to rate of burst pressure of 14 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft. A visual and tactile examination identified no issues with tip of this device. No issues were identified during the product analysis.

Manufacturer narrative:
The day of the event is unknown. Bsc became aware of the event on (B)(6) 2020. Therefore, a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020.

Event description:
It was reported that a balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon was advanced to dilate the target lesion, but would not pressurize. It was noted that the balloon was unable to go beyond 2 atmospheres of pressure. It had been inflated on fluoro, but did not pressurize. The balloon was removed from the patient and was inflated with a 20ml syringe of saline. The balloon inflated, but a fine jet was seen coming out at the bottom of the ballon where the balloon joins with the catheter (furthest from the tip). The procedure was completed and no patient complications were reported in relation to this event.